Manufacturer narrative:
D9: product received date 8/8/2025. H3/h6: one device was returned for analysis with complaint that there was cassette not attached error. Event log confirmed multiple cassette not attached properly alarms when the latch is closed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Found upstream occlusion (uso) seal separating from chassis. Replaced uso seal. Complaint was confirmed through downstream occlusion (dso) test. Device alarmed cassette not attached properly when latch was closed. Replaced dso sensor, dso bezel, and dso seal. Repair confirmed through downstream occlusion test. Upon further investigation, found device unable to build pressure during downstream occlusion test. Probable cause was failed downstream occlusion (dso) sensor.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was cassette not attached error. The event occurred during testing.